Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that when the patient¿s old pump was changed to the new pump it was noted that the catheter was not hooked up properly and may have been dislodged ¿or something.¿ the caller stated he did not know what happened. The pump was working great and ¿it was a weird situation.¿ the only time he felt relief was with the previous pump when he got a bolus. Reportedly, they did not know how long the pump did not work for or how much medication he was getting. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.